Event description:
The rptr did back to back blood glucose tests, within 10 mins. Rptr's results were 84, 11, 135 and 90 mg/dl. Rptr did not have any symptoms. Control solution testing was not done due to unavailability of supplies. No harm was alleged. Follow-up attempts to contact the rptr have not been successful.